Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 264188 on 5/13/2019, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture concomitant products: 250cc mentor memorygel breast implant, lot # 264188, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation revision with a 250cc mentor memorygel breast implant and experienced rupture (side unknown) post procedure. As a result, an explant is planned for (B)(6) 2019. Both (B)(4) of the same catalog and lot number were reported. However, it was not indicated which serial number belongs to the impacted product. If additional information is received in the future, a supplemental report will be submitted.